Manufacturer narrative:
The suspect device has returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angioplasty [pta] procedure, the 4f catheter tip detached within the patient's lower periphery. The physician had acquired arterial access and during catheter manipulations over a stiff guidewire, the 4f catheter tip detached and remained on the guidewire within the patients right lower leg. The physician noted that the patient's anatomy was unremarkable. The physician used an .018 guidewire in concert with a balloon catheter to successfully remove both the catheter tip and the guidewire from the patient with no additional consequences to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.